Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis indicated that the distal conductor of the lead was obstructed due to a stylet/guidewire stuck in the lumen. The stylet/guidewire was kinked/buckled. The distal conductor was extrinsically distorted due to kinking/buckling. There was guidewire coating on the distal conductor of the lead and it was obstructed. Visual analysis of the lead indicated damage at implant. The analyst noted that the lead was returned with the guidewire stuck in lead and cannot be removed. Visual inspection found the guidewire tip bent inside the lead tip nose. There was conductor distorted, and the guidewire coating damage is visible. The analysis finding leads us to conclude that during the procedure, the guidewire would not get through out of the lead due to a kink. The distal conductor and the guidewire coating damage was caused when the physician try to pull the guidewire out of the lead. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during attempted implant of the left ventricular (lv) lead, a guidewire became stuck and was unable to progress further or be removed from the lead. The lead was removed and a replacement lead was implanted. No patient complications have been reported as a result of this event.